Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative (australia). A publication was found that detailed a 71 year old female supported by an impella and va-extracorporeal membrane oxygenation. Extracorporeal membrane oxygenation cannulation was complicated by right atrial perforation requiring surgical repair. The patient was known to be suffering from cardiogenic shock and cardiomyopathy. She was brought to the medical center in australia in complete heart block, was intubated for respiratory needs, and observed to have multivessel coronary artery disease. The patient suffered from catastrophic pulmonary hemorrhage and was given blood products. The patient was anticoagulated and there was heparin within the pump purge. Given the lack of myocardial recovery with a profound inflammatory syndrome resulting in multisystem organ failure and a likely poor neurological prognosis, a multidisciplinary conference was held, and a consensus decision was made to withdraw life-sustaining therapies. The patient died shortly after support was withdrawn. Withdrawal of care took place 24 hours after implant. Bleeding and cardiac/vascular injury are known documented risks in the instructions for use, and not tga reportable. The death is conservatively being reported on the impella due to the inability to conclusively dissociate the product from the patient outcome, however the organ failure and critical nature at admission surely contributed to the decision to withdraw care.

Manufacturer narrative:
The initial report submitted under manufacturer report no. 1220648-2026-10676 was submitted in error. The information contained in that report should have been submitted as a supplemental report to manufacturer report no. 1220648-2024-24137. Accordingly, report no. 1220648-2026-10676 should be considered invalid, and all subsequent information related to this event will be submitted under manufacturer report no. 1220648-2024-24137.

Event description:
Clinical narrative (us). A publication was found that detailed a 71 year old female supported by an impella and va-extracorporeal membrane oxygenation. Extracorporeal membrane oxygenation cannulation was complicated by right atrial perforation requiring surgical repair. The patient was known to be suffering from cardiogenic shock and cardiomyopathy. She was brought to the medical center in australia in complete heart block, was intubated for respiratory needs, and observed to have multivessel coronary artery disease. The patient suffered from catastrophic pulmonary hemorrhage and was given blood products. The patient was anticoagulated and there was heparin within the pump purge. Given the lack of myocardial recovery with a profound inflammatory syndrome resulting in multisystem organ failure and a likely poor neurological prognosis, a multidisciplinary conference was held, and a consensus decision was made to withdraw life-sustaining therapies. The patient died shortly after support was withdrawn. Withdrawl of care took place 24 hours after implant. The death is conservatively being reported on the impella due to the inability to conclusively dissociate the product from the patient outcome, however the organ failure and critical nature at admission surely contributed to the decision to withdraw care.

Manufacturer narrative:
Updated information: follow up #1 was submitted to withdraw the initial report, which had been submitted in error. At the time, it was stated that no further information would be submitted under manufacturer (MFR) report #1220648-2026-10676 and that all further follow-ups would be submitted under MFR report #1220648-2024-24137. However, upon further review, and due to system capabilities, all future information and follow-ups will continue to be submitted under MFR report #1220648-2026-10676 and MFR report #1220648-2024-24137 will be maintained as a related report for reference. B5 clinical narrative updated. D4 UDI number updated. H6 impact code added f2303 and f19. H6 clinical code added e0305, e2342, e130501. H6 med dev prob code added a01, a140508.